Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tampered seal label missing. Functional testing found a late date and time problem on the device main board internal battery. Device had a late date and time caused by low voltage on the main board internal battery. The root cause of the reported issue was found to be the main board that needs to be recharged. Actions were taken to mitigate the reported issue: reinstalled software and recharged up the main board internal battery for over 200 hours for preventive measure.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, it was noted that the pump exhibited system failure. No patient was involved in this event. No adverse effects were reported.